Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported telemetry showed runs of ventricular non capture with pacing spikes as well as ventricular pauses without spikes. Arm movement resulted in noise. The lead was capped and replaced. No patient complications were reported as a result of this event.